Event description:
The pt ((B)(6)) is a participant in a (B)(4) study. It was reported the pt's right lead had perforated the skin. Surgical intervention was undertaken to explant and replace the effected device. Effective stimulation was recaptured for the pt following the procedure. Follow-up on this matter found the pt's wound has completely healed. Efforts to obtain the model and lot number for the pt's lead have been unsuccessful.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.